Manufacturer narrative:
(B)(4). Date sent: 02/03/25. D4: batch #unk. B3: only event year known: (B)(6) 2025. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number 697c70; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the device got stuck with the tissue after firing and needed to be removed with the help of a lap instrument, which ended to jerk in the tissue and staple line disturbed. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. D4: batch #653c15. Corrected data: d4 (expiration date, UDI), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60d reload was received with no apparent damage, and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. Although no conclusion could be reach on the cause of the reported event of would not open since the device was not received, the instructions for use contain the following caution: it should be noted that when attempting to open the jaws, should first squeeze the closing trigger and then simultaneously press the anvil release button located on either side of the instrument. While continuing to hold the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, ensure that the knife is in the home position. You can verify this by checking the knife blade indicator beneath the cartridge jaw. If the knife blade indicator does not show it is home, or if you cannot determine the knife's position, slide the knife return switch to activate the motor and reset the knife to its home position. Attempt to open the jaws again with the anvil release button. Should the jaws remain closed, gently pull the closing trigger upward (away from the handle) until both the firing and closing triggers return to their original positions. As part of ethicon endo surgery's quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 653c15, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2025. Investigation summary- an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.